Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the alert for medication replenishment continued to be active despite the completion of the refilling process, and the scheduled drugs were unable to be accessed during a patient care. A technical support specialist dialed into the station and application server, then stopped the synchronization process. A backup was made, and the logs were cut and pasted into different folders for synchronization. Finally after adjusting the settings in application server, the issue was confirmed to be resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system encountered a problem in which the alert for medication replenishment continued to be active despite the completion of the refilling process. Furthermore, the customer noted difficulties in accessing scheduled drugs; however, it was confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this incident.